Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that the tube was placed in the pt on (B) (6) 2009 and on (B) (6) 2010. The pt was coughing and set off the high and low pressure ventilator alarms. Upon examination of the tube, it was discovered the flange had separated from the body of the tube. A non-routine replacement of the tube was required.